Event description:
On (B)(6) 2010, company rep reported pt was hospitalized on (B)(6) 2010 due to sharp burning pain when bolusing through infusion device. Issue began on (B)(6) 2010, and pt was still hospitalized at time of call. Pt had MRI, ultrasound, and CT-scan and hospital did not find infection or other issue related to burning at infusion site. Follow-up was completed with pt. Pt was discharged from hospital on (B)(6) 2010. Pain was still present on both sides of abdomen. Physician is monitoring pt's condition and related complaint. Pt does not believe it is related to infusion set product, rather "something else is going on." Pt was sent infusion set samples. Product was disposed and will not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.